Event description:
A customer used 3m¿ cavilon¿ advanced skin protectant with her ostomy bag and experienced itchy and bright pink skin. Additional information was received from the customer on (B)(6) 2025 indicating a yeast infection developed and treatment was initiated with topical nystatin. Changes were made to the ostomy wafer application process with the help of a wound, ostomy and continence nurse (wocn), and the symptoms improved.

Manufacturer narrative:
The alleged event was determined to be a serious injury based on the additional information received (B)(6) 2025 indicating a fungal infection occurred requiring medication. The device has not been returned to solventum for analysis. A lot number was provided; no other complaints have been received for this lot. The root cause of the symptoms cannot be determined. Solventum will continue to monitor.